Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with approximately ten which were accidentally pulled out on (B)(6) 2025, causing a scratch inside the skin that led to an infection. The infusion set had been in use for about one day. The patient visited the emergency room on (B)(6) 2025 and was hospitalized for five days. Treatment included surgery to remove the infected area, attachment of a vacuum machine to aid in cleaning the infection, IV and fluids of saline and insulin, antibiotics. The blood glucose was 300 mg/dl and the patient was discharged on (B)(6) 2025 no further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (b)(40- MDR 3003442380-2025-16676. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. Upon review of the event description and assigned malfunction code connection/adhesive issues- accidental - not infusion set related, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) plan determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint complaint investigation - conclusion . Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.